Event description:
Customer stated, " cord shorted and burnt his hip". Product was not returned. Customer claimed a spark form the cord shorting out burnt his hip. The customer did not provide a lot code for the product. An investigation into similar feedbacks for sparking found that the primary cause was customer misuse of twisting/ wrapping the cord. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."